Event description:
It was reported that a malfunction code was displayed on the customer's device. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through resetting the pump, and the malfunction code did not recur after the reset. The customer was informed to continue using the pump and to contact support if the issue reappears, and they acknowledged and understood these instructions.